Event description:
The facility bought a new gooseneck medi choice exam lamp from owens & minor. The labeling on the box indicates o & m got it from goodwin manufacturing. It's an import & foreign-made. Leakage tests on incoming seemed peculiar. The hg (hospital grade) plug was opened and they found the insulation cut to the copper of all three conductors where the outer sheath was removed. The black wire had only the bitter end of a single strand clamped and the polarity was reversed. Goodwin was called and advised about the problem by the facility. The facility advised other staff to be on watch for any box saying "deluxe model 50 chrome exam lamp."